Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the iipv event was a use error, tidal total ultra filtration removal set too low. ¿the homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 (night drain #5) alarm occurred during drain five of five of peritoneal dialysis on the homechoice. The patient was connected at the time of the alarm. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.